Manufacturer narrative:
(B)(4). Medical devices: unknown zimmer tibial insert catalog#: ni lot#: ni. Unknown zimmer tibial tray catalog#: ni lot#: ni. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee revision approximately three years and ten months post-implantation due to pain and femoral loosening. The patient had experienced a fall around five months before the revision procedure. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views from one week post initial surgery do not demonstrate evidence for lucencies. Two views from approximately three and a half years post initial surgery demonstrate radiolucency of the anterior bone cement interface involving the femoral component which could indicate loosening. Overall fit and alignment of the implant is appropriate on both sides. Thin cement mantle involving both the femoral and tibial component. It was reported that the patient fell, however the reason for fall is unknown and hence a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 medical devices: articular surface fixed bearing posterior stabilized (ps) left 10 mm height catalog#: 42511400710 lot#: unk tibia cemented 5 degree stemmed left size f catalog#: 42532007501 lot#: unk unknown palacos bone cement catalog#: unk lot#: 66017569.

Event description:
No further event information available at the time of this report.